Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event history log, ehl. Three separate delivery accuracy tests were performed to investigate the reported issue and it was confirmed. The pump was found to be over infusing instead of under delivering to the manufacturing specifications. The expulsor was previously trimmed to bring the delivery accuracy closer to nominal of a range. It was recommend that the expulsor assembly be replaced.

Event description:
It was reported that a smiths medical pump fails accuracy -10%. No adverse patient effects were reported.